Event description:
It was reported that during the use of the product, leakage of medical fluid from the connection part was observed. The connection part was found broken, but the broken piece was not found around. So the customer suspected the connection part had already been broken when receiving the product. No patient injury.

Manufacturer narrative:
Date of event: month and year of event have been provided, day is unknown. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event methods, evaluation, and conclusion codes: updated. Two photos and one device were received for investigation. The provided photos demonstrate a crack on the proximal end of the female luer connector. The reported issue was confirmed during visual inspection and functional testing of the device, which identified a crack in the same area as in the photos, and confirmed that the device presented leakage from this crack when tested. An inspection of the production floor and thirty (30) sample products from the production line was conducted, but potential sources of the observed damage could not be found, and no sample was observed to be damaged. The investigation attempted to reproduce the observed condition in a sample product, but could not recreate the cracking condition of the sample device. A review of manufacturing device history records found no discrepancies related to the reported issue. Based upon the available information and testing results, the investigation confirmed the complaint, but could not attribute a root cause. Complaint information will continue to be monitored and action will be taken as required.